Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump shut off unexpectedly. Customers blood glucose level was 123-148 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.